Event description:
It was reported that the insulin pump has a crack in the case. Crack is seen on the battery compartment. Device was not bumped or dropped. No damage to the drive support cap. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with scratched lcd window, cracked case near lcd window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.